Event description:
Caller alleged discrepant high inratio inr results in comparison to the laboratory inr results on three (3) patients. Customer reported that the exact results are unknown however the inratio inr was greater then 7.5 and the venipuncture was within the therapeutic range of 2.0 - 3.0. There was no reported adverse patient sequela. Though requested, no information could be provided on the patient medications, condition, etc.

Manufacturer narrative:
The customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed for the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.